Event description:
It was reported that, "the pt had a revision tha due to hip pain and cup loosening."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.